Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, the display number are scrolling and that the incident occured during a bolus attempt. Customer also indicated that the battery was changed and the issue did not go away. Customer's blood glucose was 175 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.